Event description:
"Caller alleged discrepant results compared with the lab. Results as follows:" at 3-4 weeks ago - no specific date provided. At 2-3 weeks ago - no specific date provided. With the exception of the first sample listed above, the other samples were venous blood. The customer also explained that they tested 5 weeks ago and the meter inr was high compared with the lab (values not known).

Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: date: 3-4 weeks prior to reported date, inratio meter = 1.6, reference = 2.3, mean = 1.95, confidence limits = 1.3 - 2.7. The mean of the inratio meter and comparative system inr were calculated. Both inratio and reference values are within the confidence limits for inr testing. The results are not considered discrepant within the context of the documented variability for inr testing. All inr results which were obtained using venous blood on the inratio have been excluded from data analysis. Per product user guide, "use only fresh capillary blood for testing." Inr results from 5 weeks ago were also excluded because customer did not provide exact values. The confidence limit could not be calculated. Recent test conducted on lot 243104 on (B)(6) 2011 met accuracy criteria. Test results are as follows: donor 74 = 2.1, 1.9, 2.0 inr; donor 75 = 3.6, 3.7, 3.7 inr. At least two out three replicates are within the allowable bias (change to + or - 1.0) of reference results for donor 74 (2.02 inr) and donor 75 (3.48 inr), respectively. No further investigation will be pursued at this time. Conclusion: inratio products in complaint were not designed to use venous sample. Analysis of the client's data from inratio and reference tests (inratio inr=1.3, lab reference inr=2.3) revealed that test result comparison met accuracy criteria. No product was expected to be returned. Retained strip test result comparison met accuracy criteria. The 152 discrepant complaints have been reported for lot# 243104 yielding a complaint rate of 0.090%. This reaches the action threshold of 0.07%. Note brick lot number 246544 with strip code z45bu material was split into two different lots: lot # 243104 into 12 packs (smaller lot), lot # 251117 into 48 packs (larger lot). Therefore 157 discrepant complaints have been reported for lot #'s 243104 and 251117 yielding a complaint rate of 0.035%. Due to this low occurrence rate, below the action threshold of 0.07% corrective action is not required at this time. No corrective action required at this time as no product deficiency was established.